Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to a cardiac perforation. The patient did not experience any adverse consequences due to the event and was in stable condition.